Event description:
The st. Jude medical rep reported that during a follow-up, the ICD presented with premature battery depletion. The rep was unable to give device diagnostic info in order for technical services to perform a longevity calculation. The device will be explanted and returned for analysis.